Manufacturer narrative:
He affected device was investigated by a getinge field service engineer (fse). The fse did not find any damage or malfunction on the head plate. We assume that a use error contributed to this injury. The user is warned as follows in the instructions for use (IFU) concerning crushing and shearing hazards: "warning! Risk of injury! Whenever the product is mounted and adjusted, there is a danger of pinching and shearing to the staff, patient and accessories. Always ensure that no one can be subjected to pinching or shearing action or injured in any other way and that the accessories do not collide with any nearby objects." Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Further information concerning where the finger was pinched on the product and how the medical outcome of this injury was, was requested from the clinic. This information was not provided by the clinic. Manufacturer reference# (B)(4).

Manufacturer narrative:
At the time of this report the investigation is still ongoing. When the investigation is completed the report will be updated and a follow up medwatch will be submitted.

Event description:
The following was reported. The device was laying on the floor. When a cleaning staff member picked it up after the surgery, she pinched her finger. The joints of the head plate moved and the right hand middle finger got caught. To free the caught finger, the head plate was mounted to the or tabletop. The affected area was ice packed and the injured member got pain reliever. No injury to the bone occurred. Manufacturer reference # (B)(4).